Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture and both anchors were returned. A small portion of the suture was tucked into the depth gage tubing. The anchors were out of the deployment channel. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation of the device showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix 360 curved anchors did not deploy properly, the t2 anchor came out. Surgery was resumed, after a non-significant delay, with a back-up device .no patient complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5: event description.

Event description:
It was reported that, during an unknown procedure, the fast-fix 360 curved anchors did not deploy properly, the t2 anchor came out. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).